Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The black clip that the tube goes through and attaches onto the hd long broke intra-op while burring. See attached picture. This has happened at this account numerous times now causing surgeon frustration. Pka procedure.

Event description:
The black clip that the tube goes through and attaches onto the hd long broke intra-op while burring. See attached picture. This has happened at this account numerous times now causing surgeon frustration. Pka procedure.

Manufacturer narrative:
Reported issue it was reported that the irrigation clip broke. Product history review not performed as lot # was not provided. Complaint history review a review of complaints related to p/n (B)(4), lot 0 shows no additional complaint(s) related to the failure in this investigation. Visual inspection visual inspection could not be performed because the product was not returned. Dimensional inspection dimensional inspection could not be performed because the product was not returned. Material analysis material analysis could not be performed because the product was not returned. Functional inspection functional inspection could not be performed because the product was not returned. Conclusion it was reported that the irrigation clip broke. This failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened. Device not returned.